Event description:
It was reported that the atrial lead was possibly not in a good position and did not have a well formed j. It was also reported that the atrial lead had a possible high threshold. The lead was capped and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.